Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a week ago the insulin pump had a hardware low level failures alarm while the customer was sleeping, and since then the insulin pump was playing up the pump error. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump did not pass the self-test. The customer was advised to revert to the backup plan as per the healthcare professional¿s instructions. The device will be returned for analysis.